Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the cage broke during final placement within the patient's disc space. During the procedure, the surgeon inserted the cage more deeply than planned. While adjusting the cage, the cage broke. The surgeon decided to continue with the procedure and implanted the cage. There was no report of patient injury or surgical delay associated with this event.